Event description:
It was reported that the bd insyte¿ autoguard¿ catheter experienced leakage through the white silicone tip. The following information was provided by the initial reporter, translated from portuguese to english: punctured avp on the back of the hand with insyte autoguard 24g x 0.75 and installed 0.9% sf 100ml with 2ml zofran, when opening the serum, liquid began to leak through the white silicone tip of the insyte.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ catheter experienced leakage through the white silicone tip. The following information was provided by the initial reporter, translated from portuguese to english: punctured avp on the back of the hand with insyte autoguard 24g x 0.75 and installed 0.9% sf 100ml with 2ml zofran, when opening the serum, liquid began to leak through the white silicone tip of the insyte.